Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching nominal pressure. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable.